Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed an over delivery error message. There was no patient involvement. The event occurred during testing.

Manufacturer narrative:
One device was returned for repair. There was no relevant service history. Performed functional testing and was unable to confirm complaint of over delivery error message. Device passed accuracy tests. Visual inspection found a lifting downstream occlusion (dso) seal and the motor was over rotation replacement limit. Replaced dso bezel, seal, and motor. Device functioned as designed.